Event description:
The physician intended to implant a 2.75 mm diameter x 12 mm length driver sprint rapid exchange (rx) coronary stent to treat a lesion in the lad through the lima. The target lesion was pre-dilated. The stent could not cross the lesion and the device was removed. Stent struts were observed to be damaged on removal. No clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation, results/conclusions: procedural images confirm the tortuous nature of the vessel. Evaluation summary: the device was returned to the manufacturing facility for evaluation. Stent was positioned on the balloon between marker bands as per specification. A number of struts on the 6th proximal stent segment were raised and pulled distally. The 1st distal segment was slightly flared. Procedural images were provided for review. The images show the tortuous nature of the lima. The attempted advancement and subsequent withdrawal of the driver sprint device are not captured on the cd. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product - (B)(4).